Manufacturer narrative:
Reported event: an event regarding incorrect visual after switching implant systems involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 272 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding incorrect visual after switching implant systems. There were no other reported events for the listed catalog number. Conclusion: the nonconformance of an incorrect visual after switching implant systems will be further investigated in nc (B)(4).

Event description:
Our clinical dept reported the following problem, happened on 2 different rios equipped with 3.1.1.it.1 as you can see in the attached screenshot, the application is showing the femoral steam in a wrong position. Mps reports that during surgery they changed the cup from psl to tritanium then they had this problem. It looks a graphic problem because mps confirm that clinical values were correct. Another thing: combined offset and broach version planned values are not showed although they were previously captured.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Our clinical dept reported the following problem, happened on 2 different rios equipped with 3.1.1.it.1 as you can see in the attached screenshot, the application is showing the femoral steam in a wrong position. Mps reports that during surgery they changed the cup from psl to tritanium then they had this problem. It looks a graphic problem because mps confirm that clinical values were correct. Another thing: combined offset and broach version planned values are not showed although they were previously captured.